Manufacturer narrative:
Analysis summary: analysis was unable to reproduce the customer experience however it was noted that the battery would not charge and this is a typical failure when the battery will not charge. Both the battery and the power supply were replaced, as a preventive measure. Reconfigured and reloaded the software. The device passed its functional, safety and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not able to register that it was plugged in and would generate a "low battery" indication and then would turn off. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Battery light emitting diode (led) analysis found no led indications. The battery was inserted into an operating programmer, the programmer charge led flashed. Ac power was removed from the programmer and the programmer shut down. The battery was reinserted and a charge was attempted for 15 minutes. Ac power was removed again from the programmer, the programmer shut down. Battery analysis was performed. The data indicated a critical battery failure and a permanent battery failure. Conclusion: confirmed the service center finding that the battery pack would not charge and there was a battery pack failure. If information is provided in the future, a supplemental report will be issued.